Manufacturer narrative:
While this device was not returned, the details of the complaint will be part of the complain investigation. The results of the this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion by follow-up MDR.

Event description:
Bionector found cracked at the top of the valve, causing a leak.

Manufacturer narrative:
The complaint has been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. After investigating this claim vygon sa cannot confirm a quality problem with this product due to the absence of the defective device for evaluation. However, this failure mode is most likely due to a mechanical stress applied to the bionector in association with the use of a chemical solution. Without detailed information into this complaint and without knowing the device connected to the bionector and the chemical solution injected, it is difficult to perform a more detailed root cause analysis. A review of our complaint database was performed, it was confirmed that this is second complaint received concerning this failure mode. Corrective action: no corrective action is warranted as the root cause could not be confirmed and the rate of incidence is extremely low. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Bionector found cracked at the top of the valve, causing a leak.